Manufacturer narrative:
.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that while using the 3.0 x 28 xience v, in a tortuous and calcified lesion, resistance was felt. An attempt was made to push through the lesion, causing a dissection to occur in the md left anterior descending (lad). To cover the dissection, another stent was used at that site. No additional event or pt info is available.